Event description:
It was reported that the patient was recently checked and then the clinic turned up the output of the device as the bottom wire was not working well. The patient also stated that the device caused the chest to pulse or beat. Boston scientific technical services (ts) described both pocket and phrenic nerve stimulation and referred the patient to the clinic for resolution. Additional information indicated that patient with this rv lead has the developed the need for rv pacing. An rv lead revision was planned. This rv lead was surgically abandoned, and new lead was implanted. No additional adverse patient effects were reported.